Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The gel was located in the rectal wall, making it difficult to make a treatment plan, and considering the degree of progression of prostate cancer, this was confirmed through magnetic resonance imaging (MRI). The patient radiation therapy will start after the gel disappeared. Patient received topical injection of transperineal radiotherapy material. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on october 20, 2023: boston scientific corporation became aware of an article in which an event, previously assessed, is reported. The event is being highlighted once again through the article: early experience with hydrogel placement in external beam radiotherapy for prostate cancer. By matsumoto takashi, et al. Per the article it was reported that the hydrogel migrated to the patient's rectum. A lower gastrointestinal endoscopy revealed no mucosal exposure, and an MRI re-evaluation 4 months after the procedure showed that the hydrogel had a tendency to be absorbed, and heavy ion radiotherapy was scheduled to be performed in the future.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block g2: matsumoto takashi, shunsuke goto, fumio kinoshita, lee ken, moji keisuke, kashiwagi hideshi, shioda maki, inoguchi junichi, & eto masatoshi. (N.d.). Early experience with hydrogel placement in external beam radiotherapy for prostate cancer. Kidney secretion prevention medical journal, 31, 34-36. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Block h11: blocks a2, a3, b5, b7, g1 and g2 were updated based on additional information received on october 20, 2023. Block g2 corrected.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The gel was located in the rectal wall, this was confirmed through magnetic resonance imaging (MRI). The patient's radiation therapy will start after the gel dissolves. There were no patient complications reported as a result of this event.